Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified right femoral artery. A 10.0 x 40, 75cm gladiator elite balloon catheter was advanced for dilation. However, during the first inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.